Manufacturer narrative:
The customer was sent a replacement device. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the device and did not find any evidence that the device powered itself off.

Event description:
The customer contacted physio-control to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.